Manufacturer narrative:
Country of incident: USA.

Event description:
We have received information about a potential incident and would like to inform you about it. The reporter describes that during a running therapy an error (error 14) occurred at the display. Ventilation was not interrupted during the error condition, but it was no longer possible to monitor the ventilation parameters. To stop the audible alarm, therapy had to be interrupted. The device could not be restarted normally. We are currently working to gather further information about this potential incident.

Manufacturer narrative:
Country of incident: USA.

Event description:
We have received information about a potential incident and would like to inform you about it. The reporter describes that during a running therapy an error (error 14) occurred at the display. Ventilation was not interrupted during the error condition, but it was no longer possible to monitor the ventilation parameters. To stop the audible alarm, therapy had to be interrupted. The device could not be restarted normally. We are currently working to gather further information about this potential incident.